Manufacturer narrative:
Per tandem¿s cartridge instructions for use: make sure that insulin is at room temperature. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 300 units of cold insulin. Blood glucose was 475 mg/dl. Reportedly, a new cartridge was loaded to address the event.